Event description:
Customer reported the system shorted out quit working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the x-ray tube needs to be replaced. No report made on status of repair.